Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Devices not received, log review only.

Event description:
The customer reported that a pitocin bag was hanging and the pump reportedly "started the infusion by itself"; biomed is unsure if the infusion ran without the pump being programmed, or if the instrument was programmed and the pump started infusing without the "start" key having been pressed. The volume and concentration of the pitocin bag is unknown; reportedly only part of the bag infused. An unscheduled c-section was required for delivery. There was no harm to the baby or the mother.

Manufacturer narrative:
The customer¿s report of a pump starting a pitocin infusion without the user pressing start could not be confirmed. The customer stated that the event occurred between 1730 and 1830 on (B)(6) 2016 and that the suspected pump module was serial number: (B)(4). The returned pcu event log does not contain any entries for an infusion after 5:36 pm on (B)(6) 2016. The event log also does not contain any entries for the source device, or the concomitant device reported by the customer. The root cause of a pump starting a pitocin infusion without the user pressing start was not identified.